Manufacturer narrative:
A manufacturing evaluation was completed: the tap/reamer was received with the handle broken off of the shaft. There are minor cosmetic scuffs along the whole part due to wear. Precision edge surgical products manufactured the tap/reamer for trochanteric fixation nail screw, p/n 357.430, and lot number pe00932. The part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The materials of the reamer shaft and handle were confirmed to be correct. Per the supplier¿s certificate of compliance, the heat treat values conformed to required specifications. Also, per note 3 of the drawing, the certificate of compliance confirmed the strength of the laser weld to be 8.64 ¿ 8.79 ft/lbs (11.714 ¿ 11.918 nm). The diameter of the tap/reamer shaft at datum a was within the required specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. A product developement evaluation was completed: device was received in two pieces. The handle is separate from the shaft and separated at the weld locations. The balance of the instrument is in very good condition and contains no additional damage of any kind, contains lot# pe00932 and was manufactured 5/13/2011. Configuration, material and dimensional integrity were evaluated and confirmed to dwg. 357.430 rev. C. By manufacturing evaluation. A tap/reamer for trochanteric fixation nail screw (part#357.430, lot#pe00932) was received for evaluation with complaint category of "broke". The returned device was received in two pieces, the handle is separate from the shaft and separated at the weld locations. Both weld beads at the interface of the handle and shaft are separated. A design change was made on dco 10023749 released on 2/14/12 to change the handle from 440a to 17-4 stainless steel. Design change was made because existing process of laser welding 440a to 440a is a very difficult process and the vendor requested a change to make the handle from a more compatible material (i.e. 17-4ph). The returned device was manufactured in may 2011 which is prior to the material change being made and implemented in february 2012. Based on evaluation of prior complaints and the design change incorporated on dco 10023749 to address the issue, this complaint condition is deemed valid from a design perspective. Device is used for treatment and not diagnosis.

Event description:
During a trochanteric fixation nail (tfn) system implant procedure. The consultant reported that prior to insertion of the tfn lag screw, the surgeon decided to tap to the femoral neck and head. After insertion over the guide wire while attempting to tap the femoral neck, the handle snapped off. All items were retrieved and did not remain in the patient. The procedure was successfully completed. There was no injury to the patient. There was a 5 minute delay in completing the procedure, due to the reported problem. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device manufacture date: 3/02/2011, 6/03/2011, 6/29/2011. A review of synthes device history records for lot # pe00932 revealed the tap/reamer was manufactured by precision edge. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.